Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator fails to charge its internal battery. There was no harm or injury reported. The device was returned to the manufacturer's service center and the customer's complaint was not confirmed. No issues were found with the device. The device operated as designed.